Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. Date of event: 2015.

Event description:
A report was received that the patient was experiencing pain, weeping and swelling at the pocket site. The patient underwent a site exploration and the following day underwent an ipg explant procedure. The patient was administered co-amoxyclav antibiotics. The physician assessed that the infection was not device related and did not know if it was procedure related. The patient was reportedly doing well postoperatively.